Event description:
The facility reports the attachment strap on the sling ripped loose, causing the pt to fall about three feet. The pt struck the right side of head on the lift leg, causing a right-side maxillary sinus injury.